Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump malfunctioned by alarming that cartridge will not load even though there was already a cartridge loaded in the pump. Infusion was life sustaining and therapy was resumed using a back-up pump. The patient's mother also reported that she noticed blood in the tubing, so she replaced the tubing and the site. There was no reported injury to the patient.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was not verified. Inspected the pump and performed load and fill tubing tests, and it passed all testing. Further investigation of the pump determined that the device is function properly. Therefore, no problem found with the device.